Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety of distal his bundle pacing via the right ventricle backed up by adjacent ventricular capture. Journal of the american college of cardiology: clinical electrophysiology. 2021. Vol. 7, no 4; 513-21. Doi.org/10.1016/j.jacep.2020.09.018. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing. The article reports patients who developed worsening tricuspid regurgitation. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.